Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 ureteral stent in opened packaging. Verified material number 788414 and batch number nghz3555. Visual inspection noted the stent was broken. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the kidney transplant patient uses the ureteral stent, they take out the packaging box and first break the silk thread, then straighten the stent and give it a simple horizontal pull, causing it to break. And replaced the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the kidney transplant patient uses the ureteral stent, they take out the packaging box and first break the silk thread, then straighten the stent and give it a simple horizontal pull, causing it to break. And replaced the stent.